Event description:
A report was received that a pt was scheduled to have a pocket revision, because when she sat on the ipg the pocket site was uncomfortable. The pt later elected not to proceed with the revision.

Manufacturer narrative:
This is the final report.